Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer. The avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned avl video baton 3-4 and confirmed the image failure. The technical service representative stated that the avl video baton 3-4 produced green static when it was connected to test equipment. The camera image quality test was performed and failed. The verathon technical service representative attributed the poor image quality to baton failure. Since the customer had already received a replacement avl video baton 3-4, the returned glidescope avl video baton 3-4 was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was producing a flashing picture and random multicolored lines (pink/green). When the cable was wiggled, the issue became worse. The customer's biomed tested the avl video baton 3-4 and confirmed the image issue. A delay in the procedure of an unspecified duration occurred as a backup glidescope avl was obtained. No harm to the patient or user was reported.